Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all patients were not showing up. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not crossing. A technical support specialist (tss) accessed the server and navigated it to healthsight viewer (hsv). Observed that pharmacy orders were delayed or down. Updated the filter to all and confirmed that the epic ad trx service was down. The tss advised the customer to follow up with epic team to confirm the status of epic adt, as it was currently reported down in hsv. The tss attempted to reach the customer for further information, but no response has been received from the customer end and proceeded with case closure.